Event description:
An ophthalmologist reported a pt with a two line reduction in visual acuity one year following intraocular lens (iol) implant surgery. The ophthalmologist reported he observed the iol was "opacified" by biomicroscopy. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no serial/lot number or sample was provided by the customer. The root cause cannot be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional info was requested. (B)(4).